Event description:
It was reported that a user¿s dexcom g7 failed to pair with the ilet after warmup, showing cgm offline and repeatedly prompting to start a sensor; the user subsequently applied a new sensor with code entry and achieved connection, after which glucose decreased. Symptoms included upset stomach associated with hyperglycemia up to 400 mg/dl for several hours. Outcomes included the use of subcutaneous fast-acting insulin as back-up therapy without medical intervention or hospitalization. Investigation included troubleshooting and education, including sensor start attempts, code reentry, device restart, and replacement sensor application. Investigation of this case revealed that the initial pairing failed and that a new sensor resolved the issue. It was concluded that the event involved hyperglycemia due to cgm pairing failure, with recovery after successful sensor replacement and pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.